Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Electrode belt sn (B)(4) has been returned to zoll manufacturing corporation but has not been evaluated yet. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment/death. Device manufacture date: monitor: 02/18/2014. Belt: 03/26/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced an inappropriate defibrillation event on the day of their passing consisting of seven shocks. The patient received all seven of the inappropriate treatments while in asystole. Asystole is a non-treatable, non-lite sustaining rhythm. Oversensing of low-amplitude cardiac signal and CPR artifact contributed to the false detection. It was reported that the patient received the treatment shocks while at home and that the patient was unconscious at the time of the treatment delivery. The patient reportedly fell at some point during the event and hit her head and was bleeding. The lifevest was reportedly alarming when ems was called and ems staff reportedly pulled the battery from the monitor while the device was alarming. Resuscitation was attempted by ems, which is consistent with the CPR artifact seen in the patient's ECG recordings. The response buttons were not pressed during the event. The patient was seen in asystole until the electrode belt was disconnected following the treatments.